Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead; implanted: (B)(6) 2005; product ID: c4tr01 ipg implanted: (B)(6) 2011; product ID 4968-35 lead implanted: (B)(6) 2017.

Event description:
It was reported that post cardiac surgery, there were high right ventricular (rv) lead thresholds. In addition, the lead was causing phrenic nerve/muscle stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.